Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the alarm could not be determined; however, it was also reported that the patient had not verified that the patient line was properly primed before the patient connected to it. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set, warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line, and instructs the user to verify that the patient line is properly primed. The guide provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during the initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. The patient stated that they had not checked the patient line to verify that it was primed prior to connecting to it. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.